Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of (B)(6) months. The surgeon stated the reason for explant was " one leaflet was completely calcified and not moving and the other two leaflets also were calcified, but mobile. "

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate at leaflet 2 and 3 commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5 mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 1mm. Host tissue was minimal to moderate at the stent inflow and minimal the stent outflow. Additional manufacturer narrative: device evaluation confirms calcific tissue degenerations the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No indication a device quality deficiency related to this event.

Manufacturer narrative:
Method = device not yet returned. The explanted device has not been received; therefore, the reported calcification could not be confirmed or evaluated at this time. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. It is likely that the patient's medical history may have caused or contributed to this event, in addition to intrinsic properties of bioprosthetic valves. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.